Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported that during a hemilaminectomy surgery on a canine, it was observed that the cable device was unresponsive. As a result, there was a five minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable 4m to console was found to fail adaptor and function test. It was also noted that the device had corrosion, pins were pushed into the connector and the failed test with test adaptor, intermittently cutting in and out when the cable was moved. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and care of the device which is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.